Manufacturer narrative:
The user experienced a low blood glucose event requiring ems transport and hospital admission, during which the ilet was removed in the emergency department. Available information does not indicate a device malfunction, and the user later reported discontinuing ilet use in favor of multiple daily injections. The device has not been returned for evaluation, and a follow-up report will be submitted once the investigation is completed.

Event description:
On (B)(6) 2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 40 mg/dl. The user was treated with emergency medical intervention after the low bg occurred. The user was transported by ems and admitted to the hospital, but they do not recall what treatment was provided during hospitalization. The user was discharged on (B)(6) 2025 and has discontinued use of the ilet device.